Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed possible causes of the increased measurements. The caller will discuss the clinical observations with the patient's physician to determine longterm management. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the implant of this system, shocking impedance measurements were 102 ohms in triad configuration and with the previous device, impedance was 71 ohms. A commanded shock was performed and impedance was then reported to be 56 ohms. Six months later, the impedance had increased to 127-153 ohms in various configurations. No adverse patient effects were reported.